Manufacturer narrative:
The pump was returned and evaluated under MFR report # 2916596-2015-00703 where thrombus was confirmed. The thrombus formations found in the pump could have contributed to the reported hemolysis symptoms. A direct correlation between the device and the reported gi bleed event could not be determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an episode of melena on (B)(6) 2015 that resolved on 03/24/2015. The patient¿s hematocrit was 25.5%, hemoglobin 8.1 g/dl and platelet count 166x10^9/l. A digital rectal exam performed on (B)(6) 2015 revealed a small amount of bright red blood. It was noted that possible etiologies included hemorrhoidal vs. Diverticular vs. Colonic/small bowel arteriovenous malformations. It was reported that the patient required 7 units of packed red blood cells. There was no melena when an additional exam was performed on a later unspecified date and it was mentioned it was less likely to be a brisk upper gastrointestinal bleeding and more related to continued high lactate dehydrogenase levels indicating the source of the hemoglobin drop was likely to be hemolysis. On (B)(6) 2015, the manufacturer was notified that the patient¿s pump was exchanged due to suspected pump thrombus.

Manufacturer narrative:
The referenced report of an elevated ldh and pump exchange due to suspected pump thrombus is covered under medwatch MFR# 2916596-2015-00703. Approximate age of device - 35 days. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.